Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell on their device during a bicycle tour. High pacing impedance was noted and noise was noted during pocket manipulations. Review of device memory show numerous short v-v intervals since the time of the fall. The physician questioned whether the lead was fractured as well as if there was a damage in the ICD header. During the revision procedure, the pacing impedance was stable through the analyzer but varying from normal to high/undefined when attached to the implantable cardioverter defibrillator (ICD). The lead was noted to have been damaged as the filar coil came out during the explant procedure. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.